Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition but damaged rear housing. Functional testing included event log review and simulated use testing. Review of the device data log found that reservoir volume set to 'not in use' (B)(6) 2018 3:01:00 pm and the all of the infusion records, except for the last infusion record. Simulated use testing did not find a problem with the low volume warning function when the function is turned on. Review of the event log indicated that the reservoir volume function was set to not in use. When the reservoir volume is not used the pump does not have a reference to volume so cannot indicate any volume conditions (low or empty). Simulated use found the low volume and reservoir volume empty functional when the reservoir volume function is set to the cassettes volume. The customer's reported problem regarding "did not alarm at end of infusion" was unable to be duplicated. Based on the evidence, the complaint could not be confirmed. The root cause was not identified.

Event description:
Information was received indicating that this ambulatory infusion pump did not gave an alarm at end of the infusion. It was also reported that the pump's rear housing is cracked. No adverse effects were reported.